Event description:
The doctor reported the implant was removed due to osseointegration failure, 4 months after implant placement. Healing abutment (5.5x3.5), bone graft (fdba), and collagen membrane were used. The patient's x-ray was provided. Bone quality around the area was type iii, and oral hygiene around the implant was good. Peri-implantitis was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient needs another surgical intervention.